Manufacturer narrative:
This report is submitted on 11 dec 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to extrusion of receiver/stimulator. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 31, 2020